Manufacturer narrative:
Investigation is ongoing, no conclusion could be drawn. No device was returned for investigation. Review of the manufacturing records for this specific lot number has been requested.

Event description:
Attorney advised the pt was implanted with a 4.5mm broad lcp plate, 12 holes. At some point post operative, the plate broke and was removed.